Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. The instructions for use provide detailed instruction for easy removal. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colostomy take down the device was placed and fired. The surgeon rotated the device, but the device felt as if it was hanging up on something. After the device was removed it was noticed that there were about six staples that were malformed. The surgeon over sewed the area where the malformed staples were in the staple line. A leak test was performed with an endoscope and there were a few bubbles present. The surgeon found the area where the bubbles were and applied more sutures. The surgeon did hear a crunch and the donuts were complete. The procedure was one device to be returned for analysis.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.